Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had used cold insulin to fill the cartridge. Technical support educated customer to use room temperature insulin when filling the cartridge. There was no adverse impact to the customer's blood glucose level. Customer chose not to load a new cartridge, opting instead to reload the same cartridge.